Event description:
Philips received a complaint by the customer on the v60 (software version 2.30) indicating that the touchscreen was not responding to touch as it was cracked. There was no patient involvement at the time the issue was discovered as the issue was found during preventive maintenance (pm). No patient or user harm was reported. The customer called technical support to report that the touchscreen was not responding to touch as it was cracked. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp ultimately replaced the defective touchscreen, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.